Event description:
A physician reports that a pt underwent cataract surgery with implantation of the crystalens. Approx 6 weeks postoperatively the iol dislocated out of the capsular bag. Intervention was performed to enlarge the incision and exchange the lens for a sulcus-fixated lens. The pt's prognosis is good. Add'l info is being requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.